Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned sample did not meet specification as. The visual inspection found the rear chassis panel pushed in and a visual inspection of the generators¿ interior found that the head of the nylon screw on the low voltage power supply had been sheared off. The investigation found a failure that may have caused or contributed to the reported condition. The investigation found one out of specification condition. The coagulate/spray modes peak to peak voltage was high out of specification. The upper limit is stated. The generator produced higher volts. The generator voltage and current were calibrated. The generator was tested again and the coagulate/spray modes peak to peak voltage dropped, which is within the stated specifications. A review of the calibration data shows that the generator was last calibrated. The investigation identified the cause of the reported event to be the lack of calibration by the user. The generators voltage and current were calibrated to address the condition. The investigation identified the cause to be the chassis. Details regarding the repair were not provided. The investigation identified the cause to be the nylon screw. The nylon screw was replaced to address the condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they used a device on the machine, however, the patient complained that she had a burn on her buttocks.